Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer either changed out pump supplies or cleared alarm and resumed insulin delivery. Customer's blood glucose was 180-216 mg/dl.